Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to an unknown noise. No additional adverse patient effects were reported. Lead remains implanted but out of service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed, around 6.4 cm from the terminal end. Only the proximal segment was returned. An inner coil fracture (bird's nest) was found through x-ray near the terminal pin, indicative of helix extension/retraction difficulty, but likely occurred during revision or explant. No other conductor abnormalities were found. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of noisy signals.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to an unknown noise. No additional adverse patient effects were reported. Lead remains implanted but out of service. Attempts to reach the field representative for additional information were unsuccessful.